Manufacturer narrative:
The reported events were unacceptable capture, lead dislodgement, helix mechanism issue, failure to capture and low pacing impedance. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the helix was bent/stretched/damaged due to procedural damage and was clogged with blood/tissue and the inner coil in the connector region was over torqued due to procedural damage. Unable to perform helix mechanism/extension length test due to the damaged helix. The cause of the reported event of helix mechanism issue was due to the damaged helix, the over torqued inner coil in the connector region and the helix clogged with blood/tissue. The reported events of unacceptable capture, failure to capture and low pacing impedance were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing found an internal short due to the over torqued inner coil in the connector region.

Event description:
It was reported a patient presented in clinic for an unrelated replacement procedure on (B)(6) 2023. During procedure, the new right ventricular (rv) lead had an inadequate threshold and a negative deflecting qrs on the lead, suggesting there was dislodgement. The retraction of the rv lead helix took more effort than anticipated and even in a new position, there was no capture and low pacing impedance observed. The lead was not used and replaced within the same operation. Post-procedure the patient was stable.